Manufacturer narrative:
The customer-reported compressor cycling on the companion 2 driver was confirmed via review of the driver's alarm history, and was reproduced during investigation testing. The root cause of the compressor cycling was determined to be a malfunction of the manual pressure regulator which was unable to maintain the required pressure set point value. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver's compressor cycled on and off, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver's compressor was cycling on and off when plugged into wall air while supporting a patient. The customer also reported that there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported compressor cycling on the companion 2 driver was confirmed via review of the driver's alarm history, and was reproduced during investigation testing. The root cause of the compressor cycling was determined to be a malfunction of the manual pressure regulator which was unable to maintain the required pressure set point value. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.